Event description:
Received a user facility medwatch# (B)(4) advising that during an unknown procedure, the harmonic scalpel stopped working. The instrument was given to the scrub staff to clean and the blade of the harmonic scalpel broke off as the tip was gently cleaned. All of the pieces were recovered. No harm to the patient. Device discarded.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.